Event description:
On (B)(6) 2012, the reporter/pharmacy staff employee contacted lifescan (lfs) from (B)(6) on behalf of the patient alleging that a one touch verio meter had an unknown error message issue. The patient reportedly managed her diabetes with pills, and diet and/or exercise. The reporter indicated that the alleged issue started on (B)(6) 2012. Due to the alleged issue, the reporter claimed that the patient developed a symptom of thirst on an unspecified date/time. The reporter denied that the patient received any treatment because of the alleged issue. Multiple attempts by lfs to contact the patient for follow-up information have been unsuccessful at this time. At the time of contact with lfs, the reporter did not have the subject meter available for review and troubleshooting. The patient's meter was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed a symptom that can be associated with severe hyperglycemia after the alleged error message issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.